Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump generated alerts 60 (bluetooth communications), 61 (external flash write error), and 67 (vbuck boost over/under voltage), which temporarily cleared after a restart and then recurred; the event occurred while the family was at the beach but without submersion, and the issue was associated with the pump¿s circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an electrical/electronic property problem, with an electrical/electronic component issue identified on the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.